Event description:
It was reported that during an aneurysm embolization case, when the stent was delivered to the location that the retrievable point reached tip of introducing sheath, the operator pushed it slowly and found that the stent was deployed from delivery wire. Physician removed the microcatheter and the stent out and the procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was returned detached inside the hub of an microcatheter. A mandrel was inserted into the distal tip of the microcatheter and advanced to remove the stent from the hub. On removal, the stent fully opened but had frayed braid edges at both ends. The stent delivery wire (sdw) and introducer sheath were not returned for analysis. Functional inspection was not required as event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was maintained. The anatomy was reported to be not tortuous. There was no resistance during insertion into microcatheter and no resistance felt between the microcatheter and the stent. The stent didn't not go into the patient's body. The stent was prematurely deployed inside the microcatheter. There was no allegation against the microcatheter. Product analysis found the stent was returned detached inside the hub of an microcatheter. A mandrel was inserted into the distal tip of the microcatheter and advanced to remove the stent from the hub. On removal, the stent fully opened but had frayed braid edges at both ends. The sdw and introducer sheath were not returned for analysis. In the case of this complaint, it is most probable the tip of the introducer sheath was not fully inserted into the microcatheter hub lumen which would allow result in a gap. During advancement of the stent from the introducer sheath, the gap would allow the stent to detach from the sdw and subsequently be released into the microcatheter hub as was noted in the returned device. An assignable cause of procedural factors will be assigned to the as reported code stent deployed prematurely during use and as analyzed codes 'stent deployed prematurely during use¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an aneurysm embolization case, when the stent was delivered to the location that the retrievable point reached tip of introducing sheath, the operator pushed it slowly and found that the stent was deployed from delivery wire. Physician removed the microcatheter and the stent out and the procedure was completed successfully without clinical consequences to the patient.